Manufacturer narrative:
(B)(4). Concomitant medical products: 11-104112, mlry-hd por fmrl, 12x165mm 061370. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07603, 0001825034-2017-07685, 0001825034-2019-03316. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The patient presents with increasing pain and squeaking of the right hip, the patient also experienced elevated metal ion levels. All components were found to be secure. The acetabular component was excessively anteverted and in a vertical position. There was evidence of modest trunnion corrosion by gross inspection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery approximately 10 years post initial surgery due to due to pain, squeaking of the hip, and elevated metal ions. During the revision, the acetabular shell was noted to be excessively anteverted and in a vertical position. Synovitis, cystic lesion, and trunnion corrosion were also noted. The femoral head and cup were replaced. There was an estimated blood loss of 800 ml.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records and visual evaluation of sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A m2a-magnum 52-60mm tpr insrt-3, part # 139266 from lot 744220, was returned and evaluated against the complaint. The insert remains assembled with the returned head. Visual inspection found the exposed face of the insert to be scratched. Two of the circular cutouts have been dinged and deformed. Debris was observed inside the taper of the insert, both off-white and yellow tinted debris were observed. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.